Manufacturer narrative:
The stent delivery system was not returned, the stent was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In addition the provided angiographic material was reviewed. The technical investigation revealed that the stent is slightly bent in its center. The angiographic material shows a device, probably the complaint instrument, being positioned and inflated in the target lesion. No stent is visible which indicates that the stent is most likely dislodged prior to device insertion. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections.during final inspection every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. The device in question was manufactured according to specifications and successfully passed all inprocess controls as well as the final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. The root cause is most likely related to external factors during preparation of the intervention.

Event description:
The orsiro drug eluting stent system was selected for use. During the control angio it was noticed that the stent was not placed inside the lesion and eventually it was found dislodged from the balloon on the procedure table.